Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) evaluation summary: the device was returned and the reported tip separation was confirmed. The resistance during removal was unable to be confirmed as it was based on case circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported resistance and tip detachment could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and heavily calcification in the left superficial femoral artery. Pre-dilatation was performed at the target lesion with a 6.0 balloon and the supera was advanced with no resistance noted and the stent was deployed. When the device was being removed, it was reported that the device got caught on something, but there was only a slight resistance and the device was removed successfully. However, fluoroscopy revealed the tip had separated and remained in the popliteal artery. A snare device attempted to retrieve the separated tip, but the tip would not go through the sheath. When the sheath was removed from the patient, the tip came out with it. There was no clinically significant delay in the procedure. No additional information was provided.